Manufacturer narrative:
Per tandem user guide: make sure that you always have an insulin syringe and vial of insulin or a prefilled insulin pen with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. Talk with your healthcare provider regarding what items this kit should include. Supplies to carry every day: bg testing supplies: meter, strips, control solution, lancets, meter, batteries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was the customer's non-tandem continuous glucose monitor session was not started; subsequently customer did not check bg levels. The customer declined to provide additional information regarding the issue. Customer acknowledged pump and related supplies are functioning as intended.